Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery was not lasting for a week. The customer reported that the insulin pump went blank display without an alarm after inserting a new battery. The customer reported that the battery vain was corroded. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be not returned for analysis.